Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a system was turned off and showed an error message at thirty four percentage of the treatment process in the right eye during lasik procedure. The technician had to intact the emergency release protocol to lift the optics arm and to free under system. The canal was completed and the flap was not completed and surgeon decided to send the patient home and return on a later date.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows the error messages below. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows two treatment attempts. The reported treatment could be identified in the logfile. The first treatment of the day was cancelled by the user. The second treatment was stopped by the laser showing the following error message displayed shutter two opens/closes automatically press and follow instructions. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check (bcc) for the treatment was conducted about three minutes before starting procedure instead of immediately before procedure. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. As the shutter two was checked during the preventive maintenance after the treatment, no root cause can be identified. The system detected an abnormal state for shutter two and stopped the treatment as intended. The shutter two was inspected and found to work properly. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).